Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneously high accutni (troponin) result, within the risk stratification range, for one pt generated on the unicel dxi 800 access immunoassay system. The initial erroneous high accutni results were reported outside the laboratory and questioned by the physician. The customer reran the sample and the results were within the reference range. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was on site (B)(4) 2008. Fse inspected and evaluated the system. The system met all set specifications. The fse observed rust on the substrate gripper spinner and probe and therefore, replaced these parts along with performing a precision pump spring modification. The ultrasonic's were adjusted and a system check was performed and results failed. The ultrasonic's were readjusted and a system check was performed with passing results. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for additional reportable events.